Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of an 8.0x30x75cm express® ld iliac / biliary stent, it was noted that the stent came off. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.